Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife of the device became stuck and the jaws would not open while on tissue during a kidney transplant procedure. The vessel started to bleed when the device was removed. The bleeding was stopped with a thacosil. The pt has fully recovered.